Event description:
This event was reported as mitral regurgitation, one leaflet not coapting and a suture loop. This medwatch being sent due to surgeon saying event extended cardio-pulmonary bypass time; no further information was provided.